Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of 545 mg/dl. The customer was treated for their blood glucose with insulin. Customer was not wearing the pump at the time of emergency room visit. The customer had poor vision and had trouble viewing the screen on the insulin pump. It was unknown what caused the high blood glucose levels. The customer did not return the product back for analysis.